Event description:
The reason for call was caller mentioned that the communicator won't connect. Caller mentioned the patient has had the device turned off for a couple months because it didn't work. Caller mentioned that started to notice the issue "probably in september".  Caller also mentioned that the device was surgically implanted in the wrong place and they are scheduled to have the device re-implanted on july 1st. Caller confirmed having the communicator to do the troubleshooting. Caller mentioned they needed to turn on and off the communicator 6x. Caller confirm seeing green and blue light on the communicator and confirmed therapy group b on handset. Agent explained to caller that they are already connected. Caller asked about how to access MRI mode. Agent walked caller through accessing MRI mode. Agent also reviewed the use of the communicator power button and recharging information to caller.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm91scs (serial: (B)(6)); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back stating he has just gotten the replacement piece and cannot connect the two to pair. Agent reviewed a few troubleshooting steps however the patient could still not connect the two pieces. Agent had pt reset equipment. Agent confirmed the patient was fully charged and had closed the apps and confirmed the correct pieces were over the ins. Pt states still just states cancel or retry. Agent tx to mobility. Pt sees dr. Now for the spinal cord stimulator. Pt states he tried this since yesterday.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated the same issues already documented in this case. Patient stated that they would only use the communicator 5 minutes a day and the next day the battery would be dead, and the communicator would start flashing orange and green and would turn off and they would need to charge it. Patient stated that the communicator only works 5% of the time since they got the device. Patient stated that they would also need to reset the communicator sometimes. Agent reviewed general usage of the communicator. Agent walked patient through accessing their therapy application and the patient was able to access their therapy application on the first try. Patient stated that they met with a rep yesterday and they had to troubleshoot the communicator and the handset to get it to work. Patient is convinced that there is an issue with the communicator since they would only use the handset 5 minutes a day and they next day the communicator would be dead, and they would need to charge it and reset it to get it to connect to the therapy application. Due to persistency with the issue on the communicator. Agent reviewed expectations with patient and sent a request to repair to replace the communicator.

Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.